Event description:
I got clamps put on my tube in 2015, I started to have trouble using the bathroom once let me to go from the surgery. A day or so later, I had to go to the ER because I could not use the bathroom, they said I was fine and let me go home. I started to have bad pains on my right side and then my periods got unbelievably so bad, I would bleed for almost 3 months straight. I lost a lot of weight because I started to get so many migraines and would bleed so much and was always in so much pain. I went to a different obgyn in 2018 because the pain was so bad, I would be in and out of the hospital. I had cysts on my right ovary a lot of them which I never had a problem before. Then a little while later I was having really bad pains again and then I got admitted in to the hospital because it turns out I had sepsis in my blood also with a uti. They did a CT scan and when they did, they found there was two clamps on my right side. The dr told me about it and suggested that I see an obgyn asap. Well I was iffy about going back to the one that did it because I went to him not long ago and he gave me pain meds for the costs and birth control to help get rid of them, but it was not the cysts it turns out, it was the clamps, so I went to see a different obgyn and I ended up having a hysterectomy at the age of 23, all because of the problems the clamps caused me.